Manufacturer narrative:
Eval summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer. Lemo connector blue seal replaced.

Event description:
It was reported by the customer stating that during a breast biopsy they noticed that their st holsters rear rotation knob would not turn the probe. They changed probes and continued to have the problem. There was no pt consequence reported. The case was completed using the st holster.